Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was loss of capture on the right ventricular (rv) lead due to a fracture in the subclavian area. The sensing was changed to unipolar and the patient was scheduled for a revision procedure. During the procedure the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.